Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. Should additional relevant information become available, a supplemental report will be submitted. This report involves the same patient as in (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized on the same day as the onset of the peritonitis. It was reported that the peritonitis was manifested pus at the exit site and an elevated white blood cell count. The patient was treated with unspecified antibiotics (dose, orally and intravenously, frequency not reported) for the event. Eleven days after hospitalization, the patient was discharged from the hospital and was reported to be recovering from the event. Twenty days after discharge, the patient was hospitalized for a recurrent peritonitis event. The patient was treated with unspecified antibiotics (dose, route and frequency not reported) for the recurrent event. Pd catheter was removed and the patient was switched to hemodialysis. The patient was reported to be recovering from the recurrent peritonitis event. Additional information was requested but is not available. This is report 1 of 3 involved in this event.